Event description:
The customer reported the problem of system has a speaker malfunction error and no display. The device was not in clinical use at the time the reported issue was discovered.

Manufacturer narrative:
The device did not behave as expected by the customer, but it is not known how or if the customer's issue was resolved. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown. The absence of further calls supports that the reported problem was possibly resolved by the customer. The device remains at the customer's facility. The investigator is closing this complaint under good faith efforts made. No further action or investigation is warranted based on the available information at the time of complaint closure.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of system has a speaker malfunction error and no display. There was no reported patient or user impact. The device was not in clinical use at the time the reported issue was discovered.